Event description:
A report was received that the omega 4 tabletop (on the atom system) becomes moveable (rotational brake is released), when switching from angio mode to CT mode. This rotational brake release and omega table movement does not occur if the table top is centered in rotation during the angio exam, prior to switching to CT mode. Although operating to specifications, the concern is that the customer will not expect the table movement and this could result in the patient falling from the table at the down limit position. There was no report of a patient falling from the table or any reported injury.